Event description:
It was reported that the left ventricular lead was explanted due to high thresholds due to being dislodged. An implant attempt was made with a new lead (model 4194) but the position within the branch was unstable so the physician decided to use a different lead (model 4195). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid in the distal conductor (not obstructed).